Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a grip pin dislodged at the distal end and scratch marks on the main tube. The root cause of a dislodged instrument grip pin is attributed to manufacturing. A review of the instrument log for the product associated with this event shows that the small grasping retractor was last used on (B)(6) 2021 on system (B)(4). There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The alleged event occurred with 17 uses remaining on the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: this instrument's grip pin was dislodged at the distal end with no evidence or claim of user mishandling/misuse. The customer reported complaint does not itself constitute an MDR reportable event; however, the dislodged grip pin found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during central processing, the prograsp forceps had bent tips. There was no report of patient involvement and no reported injury. Follow-up was attempted by intuitive surgical, inc. (Isi) to obtain additional information. However, no further details have been received as of the date of this report.